Manufacturer narrative:
An investigation is in progress to determine the cause. The erbe was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar port was randomly not working. Problem kept occurring after a power cycle and restart of the system. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported that the bipolar port was intermittently not functioning. The fse visited the site and replaced the erbe generator to address the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found issue could not be confirmed in system logs. Visual inspection found no abnormalities, and the erbe unit functioned normally during testing. The unit will be returned to the original equipment manufacturer for further analysis. The complaint was not confirmed based on failure analysis. The probable root cause in this case cannot be determined based on the failure analysis results. However, erbe generator was replaced to resolve the customer reported issue.

Event description:
Refer to h11 for follow-up information.